Manufacturer narrative:
E1 full name and address: (B)(6) hospital. It was reported the rigid scope light guide was found broken during reprocessing. There was no patient involvement. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the rigid scope light guide was found broken during reprocessing. There was no patient involvement.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610773.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the light guide bundles were broken. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported event is most likely due to the effect of a large mechanical force due to a shock, fall or collision with other equipment. Olympus will continue to monitor field performance for this device.